Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2018-12274. It was reported that the patient presented to the ep lab for a right ventricular lead revision. Interrogation of the device showed multiple noise revisions. High ventricular rate episodes that were oversensing were also noted despite the device was reprogrammed. It is not known how long the noise episodes have been occurring. Episodes/diagnostics in the device were cleared in (B)(6) 2018. The patient is pacemaker dependent. It is unknown if the problem was with the rv lead or the device. The physician elected to cap the rv lead and replaced it with a competitor product on (B)(6) 2019. The device was explanted and replaced. Patient was in stable condition.